Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 800 mg/dl while wearing the pod between 1 and 4 hours on the arm. The patient stated that this event started immediately after activating their pod. Their blood glucose was at 400 mg/dl. The patient called the ambulance and was taken to the hospital where their bg was reading 800 mg/dl. At the hospital the patient's blood glucose levels were monitored with insulin being given when needed. Patient was in the intensive care unit for 1 day and in the hospital for another 2 days.